Manufacturer narrative:
The device is not available for evaluation. A lot number has been provided, a device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event involved a clave¿ connector where it was reported the liquid does not drip. After the central venous tube was connected to clave, the fluid did not drip, and the patient was immediately replaced with a new clave. There was patient involvement but no patient harm reported.

Manufacturer narrative:
The complaint of no flow/can't prime on item 01c-c1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.